Manufacturer narrative:
1. Based on the current complaint information, no patient info was shared and no negative impact. However, considering false postive of hcg would be like to contribute to a serious injury, this MDR is being submitted conservatively. 2. This report is being filed on an international product, clearview hcg cassette (25 miu/ml), marketed in austria, which is similar to hcg one step pregnancy device urine marketed in the us under 510(k) k993317.

Event description:
Cs forwarded customers complaint about false positive and invalid clearview hcg dev(urine)20t, item 4557942173 with batch number 0000809921.

Manufacturer narrative:
1. Based on the current complaint information, no patient info was shared and no negative impact. However, considering false postive of hcg would be like to contribute to a serious injury, this MDR is being submitted conservatively. 2. This report is being filed on an international product,clearview hcg cassette (25 miu/ml), marketed in austria, which is similar to hcg one step pregnancy device urine marketed in the us under 510(k) k993317.

Event description:
Cs forwarded customers complaint about false positive and invalid clearview hcg dev(urine) 20t, item 4557942173 with batch number 0000809921.